Manufacturer narrative:
Safety bar.

Event description:
It was reported by service report that the safety bar was bent and failing to catch the hook. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.